Manufacturer narrative:
Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. Device failure is suspected, but did not cause of contribute to a death or serious injury.

Event description:
Reporter indicated that systems diagnostics testing at office visit resulted in high lead impedance readings, indicating possible device malfunction. The reporter replaced the entire vns system due to intraoperative high impedance. Review of x-rays by treating surgeon did not reveal any obvious discontinuities in the ncp system. No serious injury was reported.